Event description:
It was reported that there was a shocking or jolting sensation. This had been going on for about 4 months. The patient was receiving therapy everywhere they needed it, but the shocking would happen from one to three times per day. It would shock for 2 seconds at a time. It was noted that the issue just started with nothing linked to it; no falls, trauma or anything out of the ordinary. The shocking occurred even when the implant was off. The patient felt the shock all the way up to the head to middle of head and down to the battery site. Sometimes he felt it across his back. A manufacturing representative (rep) tried to palpate the generator and it did not recreate a shocking event while the implant was on. It was later reported that the patient would not be seen again until (B)(6). He was instructed to turn off his stimulation, to see if the shocking sensation continued. He was also taking a journal of the occurrences, for reference, so that they would have more information at his next appointment. A day after the scheduled appointment, it was reported that the patient had only been shocked twice since seeing the reps last month. He was going to continue taking a journal of the shocking and they were going to see him as needed. The device was functioning properly and the patient felt paresthesia in all the areas that were needed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).